Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with the suture and t1 implant returned off the insertion device, t2 was still in the channel ready to deploy. There is biological debris on the returned items. A functional evaluation was performed on the returned device and found it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an unintended actuation of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the t1 of the fast fix flex curved was deployed but the t2 pre-deployed.t1 was removed successfully with an arthroscopy instrument. The procedure was completed without significant delay, using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).